Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message was confirmed based on review of the archive data and during the functional testing. The root cause of the reported complaint was due to a communication error between the drive train motor and the processor pca board. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To remedy the issue, ap vision 3 software was used to clear the system error message. A review of the platform's archive was performed, and system error latch 71 was observed thus, confirming the reported complaint. Latch error 71 is a communication error between the drive train motor and the processor pca board. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use (male, (B)(6) years, (B)(6) kg,), the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.